Event description:
It was reported that the patient experienced tape not sticking event in which three extended infusion sets in one week did not stick and raise on his skin block due to adhesive issue on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545